Event description:
Customer reported receiving a no delivery alarm on their insulin pump. Customer stated that the insulin pump has been alarming no delivery once to twice per week over the last month. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.